Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg that two (2) tubes had floaties in the plasma (poor plasma). There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples selected from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality were not under statistical control for the month of (B)(6) 2025, additional testing was performed. Factors that may contribute to poor plasma were evaluated through a clinical study to verify the design of the device met it¿s intended use. Retention samples were clinically tested for the reported defect along with non-complaint control tubes. After collection of venous blood into the study tubes in a randomized order, tubes were mixed by inversions and centrifuged to obtain plasma according to the product instructions for use (IFU). Each tube was inspected for selected visual observations. The visual observations included complete fill, presence of particles in plasma, and barrier formation. All study tubes demonstrated complete fill and complete barrier formation. A trace number of particles in plasma was observed in all study tubes immediately after centrifugation. Additionally, it was observed that the number of particles in the plasma increased when the tubes were mixed in both non-complaint and evaluation tubes. There was no evidence to suggest the particles consisted of separation gel. It is important to note that separated plasma samples will have a gradient of cells and platelets present after centrifugation. The product IFU indicates that following centrifugation some lymphocytes will remain at the plasma/gel interface. Plasma sample quality may further be impacted by the presence of cellular debris/clumps, microclots, or fibrin. These may also present in the form of white particulate matter (wpm), which is understood to be composed predominantly of platelets, with white blood cells and cellular debris including fragments and granules from white blood cells, and occasional fibrin strands. These are not unexpected observations in separated plasma samples. Overall, the clinical study demonstrated that the products performed as expected and we were unable to determine any manufacturing defect. This complaint is unable to be confirmed for the indicated failure mode poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg that two (2) tubes had floaties in the plasma (poor plasma). There was no health impact or consequence reported.